Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the implantable neurostimulator was replaced on (B)(6) 2019 because it was taking too long to charge (7 hours to charge) and it was not holding a charge like it used to starting in 2019. There were no further complications reported or anticipated.